Event description:
Cartridge was not fully snapped into pump, leading to customer intervention. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance, removed o-ring from pneumatic tap and successfully reloaded the cartridge after cleaning the area, opting to continue with the next steps independently.